Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of between 12 mmol/l and 20 mmol/l. Customer went to the emergency room and was treated with manual injections and was sent home. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised that insulin pump would be replaced as insulin pump was ten years old. No further information provided.